Event description:
It was reported that the patient presented to the emergency room with syncope. The device could not be interrogated and no magnet response was observed. The patient stated that "they turned off [the device] a couple years back." The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.